Event description:
This is a 63 yr old male with a history of complete heart block with slow ventricular response. A pacemaker had been previously implanted, but now there is a dysfunction of the atrial sensing parameters. At the time of surgery, it was noted that dark brown to reddish fluid appeared within the ventricular lead sheath and that this fluid appeared to move. A clear-cut lead fracture could not be identified. The decision was made to replace the ventricular lead and retain the arterial lead and generator.